Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was 3 centimeters in size and located in the right lower lobe. The procedure was completed as planned with no delays. The pneumothorax was detected via chest x-ray after the procedure and a chest tube was placed to resolve it. The pneumothorax resolved after 2 days, the chest tube was removed, and the patient was sent home. The physician reported that the pneumothorax was not ion-related and it would have likely occurred via another modality (regardless of ion use). There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.